Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21076. It was reported the patient experienced uncomfortable pocket heating at the ipg site while charging. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21076. Follow-up identified the pocket heating issue resolved with the new ipg.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21076. Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. The issue of pain at the ipg site and ensuing device return/analysis will be addressed in reference MFR. Report: 1627487-2015-23232.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient never experiences heating or swelling while charging. She only experiences heating or swelling while the stimulation is turned on. The stimulation is currently turned off as she is currently experiencing pain around the ipg site and pain into the hip.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21076.

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.